Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR.# 2249697-2010-00849.

Event description:
It was reported that, "loosen of the femur and tibial component."